Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient had surgery to remove a pineal cyst and developed hydrocephalus as a result. The patient was implanted with their device on (B)(6) 2018; however, the patient had a reaction to the device. The patient complained of irritation with the catheter and abdominal pain. The device was explanted on (B)(6) 2018 and was replaced with another device. The physician took a biopsy of the abdominal wall and sent it to pathology on the day of the extraction.

Manufacturer narrative:
Approximately 9 cm of the catheter was returned. The catheter was patent and met the requirements for leak testing. The edges of the catheter appeared jagged. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the patient's current status was okay.